Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received.

Event description:
The event occurred on an unknown date involving a 46 cm (18") pur transfer set w/chemolock¿ additive port, check valve w/luer lock, filter cap. The customer reported a possible incompatibility of chemolock and nab-paclitaxel drug (abraxane). The problem is that the pump become clogged when they administer nab-paclitaxel drugs using chemolock, 011-cl3954 for the infusion. They also checked with the hospital using phaseal and they do not have such a problem. One possibility might be is that the silicon oil in chemolock might react with the drug and form protein fibers. There was unknown patient involvement and unknown patient harm noted.